Manufacturer narrative:
Additional information: b3, b5, b6, d10, and e1. B5: upon follow-up, it was reported that the cause of the peritonitis was unknown. The antibiotics were administered peritoneally. On an unknown date, the antibiotics were discontinued. It was reported that on an unknown date, the patient recovered from the peritonitis. On an unknown date, pd therapy was discontinued. The pd catheter was removed and the patient shifted to hemodialysis (hd). Same hd is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for the peritonitis event. On an unknown date, the patient was treated with injection vancomycin 1 gm/48 hours and injection ceftazidime 1 gm/daily. The patient outcome and action taken with pd therapy were not reported. No additional information is available.